Event description:
It was reported by the patient that they are having uncomfortable shocks from the pacemaker and stated the physician believed it to be nerve damage that is healing. The patient also states that they cough every time the pacemaker starts pacing the heart. Follow-up information indicates the physician does not know what could be causing the shocking feelings or coughing. The physician does not have any concerns about the performance of the device, however, fluoroscopy will be performed to be sure. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.